Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: "needle retraction failure".

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the 20g insyte autoguard samples that were provided for investigation. One needle was received fully retracted within the safety shield. A functional test of the unused representative samples showed that the needles fully retracted when the safety mechanism was activated and the retraction time was within specification. No damage or defects associated with the manufacturing process were noted on the returned samples that would have caused or contributed to the reported issue. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.